Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device passed bench handling and defib functional stress testing without duplicating the reported malfunction. The device was recertified and returned to the customer. Review of the device activity logs showed that the deviced registered a "low battery" message after being run on battery power for approximately 4 hours. The device then registered multiple "low battery" messages, then a "replace batteries" message before shutting down. This report has been closed as device meets specification. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the device and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.